Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm tip-up fenestrated grasper instrument broke away. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the instrument had a broken cable. The instrument was inspected prior to its use. Surgeon was grasping the tissue when the reported issue occurred. The reported instrument did not collide with other instruments or tools during the procedure. Photographic images of the device(s) or a video recording of the procedure are not available for isi review.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.